Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer charging and underwent an ipg explant procedure. The patient had good coverage postoperatively. The explanted ipg was discarded.